Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the physician noted that sj4 connector adapter was fastened but could not be seated properly over the insulation around the terminal pin. Therefore, no signal was seen on the pacing system analyzer. Another adapter was attempted, however the problem persisted. The procedure was successfully completed using a replacement lead. There were no adverse patient consequences reported.